Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port of the external pulse generator (epg) was broken; it was inside of the epg, and the locking cap was missing. The epg has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: the connector was confirmed to be broken and missing a nut. Main printed circuit board (pcb) was found to be out of electrical specification. Display wires were found to be pinched, with insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.